Event description:
When the arterial line catheter was removed, the tip was not connected to the rest of the arterial line. The physician came to the bedside to evaluate the patient. Vascular surgery took the patient to the or to remove the device.